Manufacturer narrative:
(B)(4).the tracheal tube was returned for investigation. Visual examination of the returned product found air in both cuffs. The air was removed with a syringe. The cuffs were then inflated and deflated three times without issue. The returned sample functioned as intended.

Event description:
It was reported that prior to use, the cuff of a bronchial tube did not deflate. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore the device manufacture date is unknown.